Event description:
Device 1 of 2: reference MFR report: 1627487-2012-11429. It was reported, the pt had heating at the ipg site while charging in the past. The pt reported, she had stopped charging the ipg about 6 months ago. The pt no longer had stimulation and was unable to communicate with the ipg using the external devices. It was reported, the pt was to follow up with her physician regarding the issue. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction: 1627487-07262012-001-c. This ipg serial number was included in a field advisories and a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.